Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was 63 mg/dl at the time of the incident. The customer treated the lows with food. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.